Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy"), rheumatoid arthritis ("autoimmune disorder type of disorder: ra"), systemic lupus erythematosus ("autoimmune disorder type of disorder:lupas") and genital haemorrhage ("abnormal, heavy bleeding") in a 41-year-old female patient who had essure (ess205) (batch no. Ess205, 620750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included lorazepam (lorazepan) and venlafaxine. On(B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced anxiety ("anxious") and depression ("depressed"), 3 months 25 days after insertion of essure (ess205). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormal menstruation pain"), headache ("headaches") and migraine ("migraines"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"), swelling ("rashes or skin conditions type:swelling and blisters") and blister ("rashes or skin conditions type:swelling and blisters"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain/loss specify:weight gain"). In (B)(6) 2013, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), rash ("rashes"), pruritus ("itching"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), tooth disorder ("dental issues including tooth decay"), dental caries ("dental issues including tooth decay"), weight fluctuation ("weight fluctuations"), pelvic pain ("pain"), arthralgia ("right hip pain, knee/ankle joint") and musculoskeletal pain ("shoulder pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the allergy to metals, rheumatoid arthritis, systemic lupus erythematosus, genital haemorrhage, dysmenorrhoea, alopecia, rash, pruritus, vaginal discharge, vaginal infection, fatigue, headache, migraine, tooth disorder, dental caries, weight fluctuation, depression, pelvic pain, weight increased, swelling, blister, arthralgia and musculoskeletal pain outcome was unknown, the back pain had resolved and the anxiety was resolving. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, back pain, blister, dental caries, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, musculoskeletal pain, pelvic pain, pruritus, rash, rheumatoid arthritis, swelling, systemic lupus erythematosus, tooth disorder, vaginal discharge, vaginal infection, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: on unspecified date, patient had a performed hysterosalpingogram test diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-mar-2019: plaintiff fact sheet received, reporters information received, aka added, patient demographic added, essure insertion and removal date updated, lot number added, event added- pelvic pain, weight gain, rashes or skin conditions type: swelling and blisters, arthralgia. Event autoimmune disorder has been updated to autoimmune disorder type of disorder: ra/ lupas. Events onset date added, outcome of the event lower back pain has been updated, concomitant drug added, lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy'), rheumatoid arthritis ('autoimmune disorder type of disorder: ra'), systemic lupus erythematosus ('autoimmune disorder type of disorder:lupas') and genital haemorrhage ('abnormal, heavy bleeding') in a 41-year-old female patient who had essure (ess205) (batch no. 620750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included lorazepam (lorazepan) and venlafaxine. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced anxiety ("anxious") and depression ("depressed"), 3 months 25 days after insertion of essure (ess205). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormal menstruation pain"), headache ("headaches") and migraine ("migraines"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"), skin swelling ("rashes or skin conditions type:swelling and blisters") and blister ("rashes or skin conditions type:swelling and blisters"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain/loss specify:weight gain"). In (B)(6) 2013, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), rash ("rashes"), pruritus ("itching"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), tooth disorder ("dental issues including tooth decay"), dental caries ("dental issues including tooth decay"), weight fluctuation ("weight fluctuations"), pelvic pain ("pain"), arthralgia ("right hip pain, knee/ankle joint"), musculoskeletal pain ("shoulder pain") and myopia ("far vision is getting worse"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the allergy to metals, rheumatoid arthritis, systemic lupus erythematosus, genital haemorrhage, dysmenorrhoea, alopecia, rash, pruritus, vaginal discharge, vaginal infection, fatigue, headache, migraine, tooth disorder, dental caries, weight fluctuation, depression, pelvic pain, weight increased, skin swelling, blister, arthralgia, musculoskeletal pain and myopia outcome was unknown, the back pain had resolved and the anxiety was resolving. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, back pain, blister, dental caries, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, musculoskeletal pain, myopia, pelvic pain, pruritus, rash, rheumatoid arthritis, skin swelling, systemic lupus erythematosus, tooth disorder, vaginal discharge, vaginal infection, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: on unspecified date, patient had a performed hysterosalpingogram test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-nov-2019: social media received-new event far vision is getting worse was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy"), rheumatoid arthritis ("autoimmune disorder type of disorder: ra"), systemic lupus erythematosus ("autoimmune disorder type of disorder:lupas") and genital haemorrhage ("abnormal, heavy bleeding") in a 41-year-old female patient who had essure (ess205) (batch no. 620750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included lorazepam (lorazepan) and venlafaxine. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced anxiety ("anxious") and depression ("depressed"), 3 months 25 days after insertion of essure (ess205). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormal menstruation pain"), headache ("headaches") and migraine ("migraines"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"), skin swelling ("rashes or skin conditions type:swelling and blisters") and blister ("rashes or skin conditions type:swelling and blisters"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain/loss specify:weight gain"). In (B)(6) 2013, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), rash ("rashes"), pruritus ("itching"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), tooth disorder ("dental issues including tooth decay"), dental caries ("dental issues including tooth decay"), weight fluctuation ("weight fluctuations"), pelvic pain ("pain"), arthralgia ("right hip pain, knee/ankle joint") and musculoskeletal pain ("shoulder pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the allergy to metals, rheumatoid arthritis, systemic lupus erythematosus, genital haemorrhage, dysmenorrhoea, alopecia, rash, pruritus, vaginal discharge, vaginal infection, fatigue, headache, migraine, tooth disorder, dental caries, weight fluctuation, depression, pelvic pain, weight increased, skin swelling, blister, arthralgia and musculoskeletal pain outcome was unknown, the back pain had resolved and the anxiety was resolving. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, back pain, blister, dental caries, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, musculoskeletal pain, pelvic pain, pruritus, rash, rheumatoid arthritis, skin swelling, systemic lupus erythematosus, tooth disorder, vaginal discharge, vaginal infection, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: on unspecified date, patient had a performed hysterosalpingogram test diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy"), autoimmune disorder ("autoimmune disorder") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormal menstruation pain"), back pain ("severe back pain"), alopecia ("hair loss"), rash ("rashes"), pruritus ("itching"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), headache ("headaches"), migraine ("migraines"), tooth disorder ("dental issues including tooth decay"), weight fluctuation ("weight fluctuations"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (underwent a partial hysterectomy with removal of the essure device). Essure (ess205) was removed in (B)(6) 2007. At the time of the report, the allergy to metals, autoimmune disorder, genital haemorrhage, dysmenorrhoea, alopecia, rash, pruritus, vaginal discharge, vaginal infection, fatigue, headache, migraine, tooth disorder, weight fluctuation, anxiety,back pain and depression outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, pruritus, rash, tooth disorder, vaginal discharge, vaginal infection and weight fluctuation to be related to essure (ess205). Diagnostic results: on unspecified date, patient had a performed hysterosalpingogram test. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.